Event description:
Additional information has been received. The surgeon does not believe that the adverse event is related to the system. He believes that it is methylprednisolone toxicity that has caused the retinal disintegration. The methylprednisolone is not manufactured by our company. The initial reporter is contacting the manufacturer of the ocular solution.

Manufacturer narrative:
Additional information is provided based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon stated that the eyes of 4 patients do not appear as they should postoperatively. The surgeon said they have postoperative retinal disintegration. Additional information has been requested.